Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the initial reporter indicating that there was no event and they had just called to update their address and order a new ID card. The caller stated that the hospitalization was not thought to be related to the device, but was due to the high blood pressure. (B)(6) after the hospitalization. The caller reported that the patient had been losing weight as they were (B)(6) in the summer. The caller reported the patient was now at a memory care facility. The caller stated no information was known about whether the patient had a mini-stroke or not. The caller reported the patient had started to slump, and clarified that they meant the patient started having low blood pressure and was placed on blood pressure control medication for both high and low blood pressure. The caller reported that the patient was wobbly on their feet, but they had gone for a walk with the patient last week and they seemed fine. The caller reported the patient was seeing the hcp tomorrow. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a change in behavior. They fell asleep during a meal, which was common for this patient, however they did not wake up when touched on the hand and blown on in their face. The patient then blinked their eye and lifted their head but could not stand. They had to use a wheel chair a couple times that day. They had an increase in confusion, constipation, and had pain in their gut. The caller was wondering if the patient had a mini-stroke. They were admitted to the hospital that saturday. The patient's blood pressure was 169, and it was noted this patient usually had low blood pressure. No further complications were reported as a result of this event.